Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain, swelling and infection at abutment site however the issue could not be resolved. Subsequently the patient underwent skin revision surgery and was placed on antibiotics (type and date not reported).